Manufacturer narrative:
(B)(4). Analysis/device evaluation: upon receipt of the sample, pre-decontamination visual inspection revealed the entire length of the catheter was undamaged. Functional testing revealed what appears to be a material rupture in the distal half of the balloon catheter. The complaint sample was decontaminated and prepared for further evaluation. A lot history review revealed there was one other complaint associated with balloon rupture for this lot. A device history record (DHR) review was performed and noted the device was manufactured to specification prior to being released for distribution. There was nothing found to indicate there was a manufacturing related cause for this event. Conclusion: returned product analysis confirmed the material rupture was longitudinal in nature at the distal half of the balloon. The inner lumen was examined and found to be damaged on both sides of the lumen. A formal investigation was performed to determine the root cause of the inner lumen damage caused or contributed to the material rupture. At this time, a definitive root cause for the rupture could not be determined. It is unknown if procedural issues contributed to the reported event. If additional information is obtained about the event, a supplement report will be submitted with all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter allegedly would not hold pressure. The health care professional (hcp) indicated the balloon would not inflate. The hcp retracted the lutonix dcb catheter through the sheath without difficulty. The hcp used another lutonix dcb to treat the target lesion successfully. No subsequent adverse patient effects were reported.

Manufacturer narrative:
Analysis/preliminary evaluation: upon receipt of the sample, pre-decontamination visual inspection revealed the entire length of the catheter was undamaged. Functional testing revealed what appears to be a material rupture in the distal half of the balloon catheter. The complaint sample was decontaminated and prepared for further evaluation. A lot history review revealed there was one other complaint associated with balloon rupture for this lot. A device history record (DHR) review was performed and noted the device was manufactured to specification prior to being released for distribution. There was nothing found to indicate there was a manufacturing related cause for this event. Conclusion: the returned sample is undergoing evaluation which has not yet been completed. Upon completion of the investigation, a supplement report will be submitted with all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter allegedly would not hold pressure. The health care professional (hcp) indicated the balloon would not inflate. The hcp retracted the lutonix dcb catheter through the sheath without difficulty. The hcp used another lutonix dcb to treat the target lesion successfully. No subsequent adverse patient effects were reported.